Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/18/2022. H6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: two sealed boxes (12ea) of product code sxmp1b421 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. In addition, the primary and secondary loop was observed and no damaged could be noted. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: I asked the customer for the info requested ( please see below). He was quite irate that I was asking for more than the original information that was sent on (B)(6) 2021 as he couldn¿t remember much more so my apologies if it isn¿t 100% completed. No further information. Please provide procedure date customer doesn¿t recall all 3 dates, but conformed that the last time it happened was (B)(6) 2021. It is stated: "has happened on 3 occasions with the same batch number. " what is the total number of patients? 3. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s) no. What are the procedure name(s) and date(s)? N/a. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on an unknown date and barbed suture was used. During the procedure, upon flexing the knee, the suture snapped. Another device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure date it is stated: "has happened on 3 occasions with the same batch number. " what is the total number of patients? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? If complaints have not been reported, please create a complaint for each single event & patient. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m.